Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unexpected initial setup was prompted; on its own. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.